Event description:
A customer reported to beckman coulter, inc. (Bec) that fp 1000 cell preparation system had problems of mis-sampling. Erroneous results were obtained due to mis-sampling during sample preparation of hiv immune monitoring samples. These results were not reported outside the laboratory. The sample results also failed delta checks, but upon repeat stable results were obtained. No data was provided concerning erroneous results. Therefore, impacted parameters could not be verified. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The customer is not sure if this was due to adding too much volume of fluid (blood sample, lysing reagent, and/or flow count beads). The customer stated that the daughter tubes are visually inspected prior to analysis on the fc500 and it is clear that something was missed fp 1000 in that extra volume was added which was not per specification. Between (B)(4) 2011 and (B)(4) 2012, a total of (B)(4) instances were recorded for mis-sampling by the fp1000. In these cases, the customer stated it was obvious that the patient sample was not added to the tube and the customer repeated these samples before attempting to read on the fc500. Repeated samples have also failed delta checks in apex which compares the results against previous results. The unit is currently performing within qc specifications with respect to accuracy and precision. Service visits did not resolve the issue. The cause of the mis-sampling in the fp1000 has not been determined to date. Investigation is ongoing.